Event description:
The customer reported to baxter (B)(4) of a reconstitution device where the needle disconnected from the cap of the vial. This event occurred during reconstitution. There is no patient injury or medical intervention associated with this event. A companion sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one companion sample was available at the plant for evaluation. Visual inspection revealed no non-conformances. A compression test was performed on the needle and the result was within acceptance criteria. The reported issue couldn't be confirmed. A batch review was performed on the reported lot and no deviations were found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.